Manufacturer narrative:
The local area sales representative was contacted for additional information. It was reported that the patient has been lost to follow-up for four years therefore no further information was available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information from the patient that one of the patient's implanted leads had previously dislodged. No adverse patient effects were reported.